Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the collimators would not open. The fe noted filament and collimator cal required occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.